Event description:
It was reported that a user experienced a pairing failure between a new dexcom g7 continuous glucose monitor (cgm) sensor and the ilet device, consistent with an intermittent communication failure; the user replaced the sensor and was transferred to the cgm partner for support. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user and third party. Investigation of this case revealed an interoperability problem associated with the communication pathway, with device components relevant to electrical and magnetic functions including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.